Event description:
Physician was attempting to place cvc line via subclavian approach. Needle and tissue dilator had been inserted. Guidewire inserted and catheter placed over guidewire. When guidewire was pulled back, wire became unraveled over core wire.